Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication beginning on an unknown date. In 2007, the humapen ergo teal/ clear pen body (lot 0504a03) was reported to have a tab broken and to not be dosing correctly. This humapen ergo, teal/clear pen body is associated with the device. The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on 25-dec-2007. Upon initial examination on the 04-jan-2008 two broken engagement tabs on the clear cartridge holder were found. It was unknown if use with another humapen ergo device was continued. Refer to results/conclusions section. Update 10-jan-2008: additional information received on 09-jan-2008. Added: lss analysis summary, changed evidence of improper use from unknown to yes.

Manufacturer narrative:
Investigation in progress. Note: this report contains final evaluation findings. No additional information is expected. Evaluation summary: lss analysis summary: the actual complaint device (lot 0504a03, manufactured april 2005) was returned with a clear cartridge holder for investigation. The left engagement was bent inward and the right engagement tab broken. This malfunction may result in an underdose. Corrective action, broken engagement tabs: the user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact lilly or your healthcare professional." There is evidence of improper use. The broken right engagement tab is consistent with removal by bending fatigue. The left engagement tab is bent inward with tool marks on the tab. The complaint device will not prime or dose with the damaged complaint clear cartridge holder attached.